Event description:
During the device evaluation, the thunderbeat probe was found to have a torn tissue pad. No patients were involved.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the root cause could not be fully identified. However, based on past investigation results, the probe damage error is inferred to have occurred through the following mechanism: the grasping section was closed without grasping any tissue while output in seal and cut mode was activated (including after tissue resection), resulting in the tissue pad being worn out and partially torn. Due to the wear of the tissue pad, the non-insulated section resulting in the grasping section came into contact with the probe, resulting in contact marks. Output was activated while the non-insulated section of the grasping section was in contact with the probe, resulting in a probe damage error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.